Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, aspirin (81mg) was administered. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 18.0 mm. Post procedure a transesophageal echocardiogram (tee) was performed which revealed a 3 mm pericardial effusion. On (B)(6) 2021, 1 day post procedure, the patient was noted with oozing from the groin site. The mild bleeding from groin surgical site was noted, which is suspected to be related to anticoagulants. On (B)(6) 2021, the patient was discharged on aspirin (81mg) and clopidogrel (75mg). On (B)(6) 2021, 2 days post procedure, the patient was noted with epistaxis. This bleeding was possibly due to antiplatelet medication. No action or treatment was taken in response to any of these events. On (B)(6) 2021, the pericardial effusion and epistaxis events were considered to be resolved and the outcome of the groin bleed was considered to be ongoing. At the time of these events, the patient was on aspirin (81mg) and clopidogrel (75mg).